Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve continuous hemofiltration and continuous hemodiafiltration (chcd) was initiated due to worsening heart failure. Oliguria presented. Of note, this patient had a history of chronic renal failure. The day following the valve implant fever presented. Intubation and mechanical ventilation were required. Fourteen days following the implant of this transcatheter bioprosthetic valve, black necrosis was observed in both lower limbs, and anuria occurred as a symptom of worsening heart failure. As reported, the patient did have right femoral artery stenosis which was unrelated to the valve or valve procedure. Medication was provided but the necrosis progressed. The chcd treatment was changed to hemodialysis. The artificial respirator was removed approximately 1 month and 19 days later. However, pneumonia and sepsis recurred, and the patient¿s condition worsened. Four months following the implant of this transcatheter bioprosthetic valve fever presented and patient was hospitalized due to septicemia. Gram-positive cocci (gpc) was cultured as well as yeast. Candidiasis was diagnosed 1 days later. An echocardiogram identified adhesions on the transcatheter valve and infectious endocarditis was identified. Eight days later the patient died due to sepsis and infectious endocarditis.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Endocarditis cases that occur between 2 and 12 months after surgery are known to be a mixture of community-acquired episodes and hos pital-acquired episodes caused by less virulent organisms. These cases may also be due to introduction of the microorganism during the implant procedure. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms. This process is validated using the worst-case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Additionally, acceptable sterility testing result is a requirement for finished product release. Based on the above investigation, the endocarditis are unlikely to be caused by the device and/or manufacturing process. With the available information, the cause of the endocarditis cannot be determined and the relationship between the device could not be established. The event also indicates that eight days later the patient died due to sepsis and infectious endocarditis. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device serial number was received and added to section d. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.